Manufacturer narrative:
Evaluation codes reflect the two returned devices. One of the two devices returned revealed three holes on the tip of the back side of array. It cannot be conclusively determined if this damage was pre-existing or was caused by insertion, seating, or retraction. Internal porcine liver ablation testing conducted and documented by research and development (r&d) has shown that the ablation profile would not be significantly affected with holes present. The device successfully passed cavity integrity assessment (cia), and ablation testing. Device history record (DHR) review was conducted for the identified lot number and serial numbers of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Event description:
During a novasure endometrial ablation a physician received an unsuccessful cavity integrity assessment (cia) test. The disposable device was removed and a second device was seated. The cia test was unsuccessful with the second device. A hysteroscopy was performed and the physician viewed "a small perforation to the right of the midline of the fundus." The procedure was aborted. No intervention was required and the patient was discharged home. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.